Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The visual inspection of this cable did not reveal any signs of damage or contamination to this unit. This da to mc board cable was tested and no failures were identified. (B)(6).